Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the false upstream occlusion alarm. Further eval found the upper reading o the ultrasonic sensor to be out of spec, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor and upstream pusher were replaced.